Event description:
Event description boston scientific crm received information that this pacemaker, which is part of an advisory regarding the low voltage capacitor component, exhibited no pacing, no interrogation and no response to magnet application. This device was explanted after being in service for approximately 5.8 months. The patient was noted as not being pacer-dependent, however still had an intrinsic heart rate of 40bpm.